Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during an intra oral procedure, the blade broke at the mount. It was also reported that the broken fragment was retrieved from the patient. It was further reported that there were no adverse consequences or delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during an intra oral procedure, the blade broke at the mount. It was also reported that the broken fragment was retrieved from the patient. It was further reported that there were no adverse consequences or delays as a result of this event and the procedure was completed successfully.